Manufacturer narrative:
After internal review on 29apr2026 g3 (date received by manufacture) for MDR 3004464228-2025-61460-01 should have been 10dec2025.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 300 mg/dl within 1 to 4 hours of wearing the pod. The patient attempted to deliver a bolus, but no insulin was administered. Upon removal from the infusion site on the abdomen, the pod¿s cannula was found bent. Additionally, the patient¿s mother reported burning at the infusion site and leakage during wear.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. A leak test was conducted successfully, no leaks were observed. The download data showed timeouts and a drive stall in conjunction with the pod generating an 0x40 indicating rotational sensor maximum open count exceeded. Inspection of the drive mechanism assembly found no damages or manufacturing defects that would result in a drive stall. The exact cause of the drive stall and subsequent 0x40 hazard alarm could not be determined.